Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred. As a result, a replacement pump was arranged, and the customer planned to use multiple daily injections (mdi) as a backup therapy.